Manufacturer narrative:
Patient ID was not provided for reporting. (B)(4). Lot# unknown. Incident occurred intraoperative. Device was not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Device was reportedly discarded by user. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the screw did not meet the expectations of the surgeon for insertion into the bone on (B)(6) 2017. This report is for one (1) 2.4mm headless compression screw-short thread 16mm. This is report 1 of 1 for (B)(4).